Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a right hand-assisted nephrectomy, no staples were able to be deployed when fired and the artery leaked considerable blood. Medical or surgical intervention was needed to prevent permanent impairment of function. The surgeon used suture to control the bleeding and complete the case. There was blood loss of 500cc or more. However, blood transfusion was not required. Current patient status is alive with no injury. No reinforcement material was used. No other patient adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.